Manufacturer narrative:
Medical device problem - code: a0101. Medical device problem - code: a010102.

Event description:
Patient reported right side "protrudes out", "was bigger", "down low", "pain", "rippling", "uncomfortable", "swelling", "low grade systemic infection", and "device implanted in a male patient against labeling." Patient reported additional capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Patient reported right side "protrudes out", "was bigger", "down low", "pain", "rippling", "uncomfortable", "swelling", "low grade systemic infection", and "device implanted in a male patient against labeling." Device remains implanted.